Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm. The customer checked to make sure connections were tight and no blood was in the tubing. The getinge representative asked them to check the insertion site for a restriction and instructed them to hyperextend the patient¿s right hip and/or turn them left. The alarm continued so the getinge representative then asked if a provider was at the bedside and could manipulate the sheath at the insertion site to try and relieve the restriction. This did not resolve the issue. They were trying to check for a blood return through the hub because there was no 3-way stopcock or pressure bag attached to the catheter. The customer was advised that the line was likely clotted since it was placed yesterday. At this point, the console had been in standby for 20-plus minutes. They stated that an x-ray was coming to check placement. It was explained that the device should not be in standby for over 30 minutes, so it was recommended to replace the iab. There was no patient harm or adverse event reported.